Event description:
Same case as 2134265-2015-02680 and 2134265-2015-02678. It was reported that automatic pullback failure occurred. During intravascular ultrasound (ivus), a 120v ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter. It was noted that the motor drive unit (mdu) 5 was intermittently not pulling back. The procedure was completed using manual pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis. The product was received in good condition. The met specifications for mdu-5 qc functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).